Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer was taken to the emergency room (ER) with blood glucose of 607 mg/dl and diabetic ketoacidosis. The customer had blood work performed, was treated with fluids, insulin drip, and antibiotics as customer had the flu. The customer was then admitted to the hospital and was treated with fluids and an insulin drip. Reportedly, the customer was discharged on (B)(6) 2019.